Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips to report a possible issue with the hv capacitor on this defibrillator. The device was not in clinical use at the time of the reported observation. There was no patient involvement.